Event description:
It was reported that a user experienced intermittent communication failure between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, resulting in signal loss and no cgm readings until the sensor was replaced and paired, after which a warmup period was observed. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact, and blood glucose levels were reported as unaffected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem involving the electrical and magnetic system, including the antenna, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.